Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo left circumflex (lcx) artery. During a balloon angioplasty a 3.5x18mm xience v was implanted. A distal edge dissection was noted and a 3.5x15mm xience was used to treat the dissection. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.